Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4 on a patient with short, restricted posterior miltral leaflet, pseudo prolapsed anterior mitral leaflet sclerotic changes annulus and leaflet material. A mitraclip xt was inserted, and grasping was performed. However, difficulties grasping and capturing the leaflets occurred, and it was observed that the posterior mitral leaflet (pml) was torn. Therefore, the clip was removed. No clips were implanted, and the procedure was discontinued. The patient was then transferred to surgery for mitral valve replacement. On an unknown date, the patient died due to right-sided heart failure during surgery.

Manufacturer narrative:
B2 - date of death is estimated. The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.